Event description:
It was reported that the battery was found to be unable to charge overnight, the cord was changed with no effect. The pump was overheating, even when it was not in the carry bag. It is unknown if there was a delay in the case and if a backup device was available.

Manufacturer narrative:
The device intended for use in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event,¿if the device is returned in the future this complaint will be re-assessed, therefore root cause is undetermined.¿ the users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including fault finding for the reported event. If the device has been exposed to temperatures outside its recommended range, let the device return to room temperature. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution.¿ complaint history for the reported¿event has¿been reviewed, revealing further instances, however no further action is deemed necessary. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.